Event description:
The hcp reported the pt was experiencing severe pain. An x-ray roller study was done and a stalled rotor was reported. The pump was explanted and replaced due to no infusion after an implant duration of 27 months. The pt is reported to have recovered without sequela.